Event description:
It was reported that the customer's pump screen was dark and would not turn on. The issue caused the customer's blood glucose level to exceed 500 mg/dl, displaying as "high"; however, a specific value was not provided. Reportedly, the customer administered a manual injection to address elevated bg level. The customer reverted to manual injections for insulin therapy.